Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the auto mode was automatically delivering insulin at the time of low blood glucose event. The customer¿s blood glucose level of 253 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was not performed. The insulin pump will not be returned for analysis.